Event description:
The customer reported to their baxter sales representative (bsr) that an interlink continu-flo solution set, product code 2c6537, lot number unknown, was found to be cut into two pieces upon opening the package. The tubing was sliced diagonally about 10 inches above the second y-site. The rubber clamp was just lying in the package. There was no damage to the packaging and the customer cannot determine a possible cause. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The sample has been requested for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B)(4).